Event description:
Plaintiff alleges the development of a type I latex allergic reaction to latex from repeated exposure to latex gloves. Plaintiff alleges suffering severe and immediate reactions resulting in injuries including anaphylaxis and other related illnesses and injuries. Plaintiff's spouse, alleges loss of consortium of spouse. Plaintiff's children alleges loss of consortium of their parent.